Event description:
Received information reporting a loss of therapeutic stimulation. Interrogation of the device revealed high impedances >4000 ohms on c/4 and c/5 unipolar pairs done at 4.0 volts. Patient was programmed at 2.2v, 90, 185 c+5-. Patient is currently considering her options. The surgeon has recommended to do either of the following: open the lead/extension connection, clean, reconnect and retest. Open the extension/ipg connection, clean, reconnect, retest to determine where the open circuit might be and if it is fixable. Second option is to replace the entire system. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).